Manufacturer narrative:
At this time, the device involved in the adverse event has been discarded, but the hospital where the event occured has provided microline surgical, inc. Details of the event. The hospital has also submitted pictures of the device (after the adverse event) in question to msi, so an investigation will be conducted based on the information and pictures provided. When the investigation is complete, a final adverse event form will be submitted to the FDA.

Event description:
During a lap cholecystectomy one of the grasper tips broke while inside the patient, the tip was replaced, and they found the metal piece that broke off in the patient and removed it. Inspection of the tip to ensure that all pieces were accounted for.